Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cut on the tubing was observed on a large volume infusor. This event occurred while filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation containing approximately 50ml of fluid in the bladder. Visual inspection on the unit via the naked eye noted a scratch located on the outer surface of the tubing. The caused of the scratch could not be determined. The reported condition of a cut was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.